Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis confirmed the initial report, the pacing output connector was broken. It was also noted that the upper case, lower case, and battery drawer end cap were broken and the battery drawer was contaminated.

Event description:
It was reported the epg (external pulse generator) has a broken output connector. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.